Event description:
The pt reported her blood glucose reached over 600 mg/dl and that she was also sick so she decided to go to the hospital. She did not provide any further info regarding the hospitalization or her treatment. The pod was worn for 3 days.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.